Manufacturer narrative:
The insulin pump passed displacement tests, the rewind, basic occlusion, and prime. The device was received stuck in the motor error alarm loop during bolus delivery. No unexpected countdown or restart noted during testing. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. Excessive no delivery test and occlusion test were not preformed due to motor error alarms. The device had cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call, the insulin pump alarmed motor error while he was driving. He was able to clear the alarm and by dinner the device started to countdown as if it was resting itself. Customer didn't know her blood glucose level. Troubleshooting was performed. The device was not exposed to an MRI. Customer does use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis.